Manufacturer narrative:
The customer reported the connectors breaking, and returned two used samples of material mx4439, lot unknown. The samples were verified for component damage upon visual examination, both at the stopcock inner post and the female luer. There was a jagged plastic edge to both surfaces, and the edge rendered the female luers incompatible with any other connection. The jagged edge was actually a female luer post that had broken off inside of the male luer, and would not budge. The complaint is verified. The manufacturing site was notified of the failure, but customer reported the issue was found during use. There is no confirmed root cause related to the manufacturing or assembly process. The root cause for the issue is unknown. Device history record review for model mx4439 lot number 24029296 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension se t with needleless y-site(s) and stopcock was leaking the following information was received by the initial reporter with the following : leaking around connection site and plastic piece breaking off, then the two pieces will not stay connected and it was reported a broken plastic piece was visible. There have been multiple instances but exact dates to my knowledge is (B)(6) 2024. It was first reported to me last week and I communicated with (B)(6) on 4/3 and was waiting to hear who to contact with bd. Customer is pulling this item off their shelf and wanting to know the cause asap. Also is wanting a viable sub that clinically meets their needs.